Event description:
It was reported that the patient experienced difficulty connecting their communicator to their implant over the weekend while at the doctor¿s office for a CT scan, where they were attempting to turn off their implant. The patient mentioned receiving a message indicating they were unable to connect, but was eventually able to establish a connection after repositioning the communicator closer to the implant. The patient noted that connecting was easier at home compared to the doctor¿s office. The agent reviewed electromagnetic interference (emi) considerations and best practices for connecting with the implant. The patient also reported that their doctor adjusted their device about a week ago, and they had been experiencing worsening balance since then. The agent also reviewed the difference between sleep mode and powering off the handset. The patient confirmed understanding of all guidance, and no further action was taken by patient services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID tm91d0 serial# (B)(6) product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back and stated they could not get their communicator to turn off. Patient was seeing a green light. Had patient hold communicator power button down, but patient was still seeing the green light, patient asked if communicator should be unplugged at this point. Had patient unplug communicator and patient was able to turn communicator off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient that they were trying to connect to the implant that day and had some difficulty but were able to make their necessary stimulation adjustments. Patient stated that they called to review general use of external devices to ensure they are using them correctly. The agent reviewed and the stimulation expectations with patient.